Event description:
Clinical study. Same case as MFR #6000093-2006-01757. It was reported that 9 days post index procedure, the pt experienced a target vessel revascularization (tvr). The pt presented with unstable angina, dizziness, fatigue, dyspnea and peripheral edema for the index procedure. The index procedure treated 2 target lesions. Target lesion 1 was a de novo, 99% stenosed lesion in the distal left anterior descending (lad) artery. The physician predilated the lesion prior to placing a 2.5 x 20 mm taxus express 2 stent. Target lesion 2 was a de novo lesion in the mid lad, with 90% stenosis. The physician predilated the lesion, prior to placing a 3.5 x 20mm taxus express2 stent. Residual stenosis was 0% in both lesions, and the procedure was deemed successful. The pt was discharged with no complications one day later on aspirin, plavix, coumadin, lipitor and labetalol. On day 8, the pt presented with increasing shortness of breath. ECG was abnormal. The pt was taken to the cath lab the next day and a tvr to the mid lad was performed. The pt rec'd 2 taxus express2 stents - a 3.0 x 16mm, as well as a 2.5 x 20 mm. The pt also rec'd a 2.25 x 15.0 mm multi-link mini vision otw stent. The pt was discharged home in stable condition 5 days later.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.